Event description:
It was reported that 11 pn 32g 4mm 5b xtw easyflow la were unable to deliver insulin/medication. The following information was provided by the initial reporter: caregiver informed that her grandmother uses the needles to apply xultophy insulin, and that in the last 3 packs purchased more than 10 needles have come clogged. The caregiver performs the flow test, the insulin does not come out and the needle appears to be normal. From the 3 packs, only 1 batch is known.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 9261682, medical device expiration date: 2024-09-30, device manufacture date: 2019-09-18.

Event description:
It was reported that 11 pn 32g 4mm 5b xtw easyflow la were unable to deliver insulin/medication. The following information was provided by the initial reporter: caregiver informed that her grandmother uses the needles to apply xultophy insulin, and that in the last 3 packs purchased more than 10 needles have come clogged. The caregiver performs the flow test, the insulin does not come out and the needle appears to be normal. From the 3 packs, only 1 batch is known.